Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Two of the clip delivery systems referenced are filed under separate medwatch report numbers.

Event description:
This is reported as the steerable guide catheter lost position and an atrial septal defect was noted. It was reported that this was a mitral and tricuspid valve case with moderate to severe mitral regurgitation (mr) grade 3-4 with a previous alfieri stitch and severe mitral annular calcification, and severe tricuspid regurgitation (tr). Two mitraclips were implanted without issue on the mitral valve leaflets, lateral to the alfieri stitch, reducing mr to grade 1-2. Reportedly, there was an atrioseptal defect that might get treatment later. Clip delivery system (cds 80618u157) advanced to the tricuspid valve. The anterior and septal leaflets were grasped and fully inserted into the clip. Tr was reduced from grade 4 to 3 and the clip was deployed. Approximately 5 minutes after deployment, the clip was seen detached from the septal leaflet. Tr increased to grade 4. As treatment, a second cds (80614u171) advanced through the steerable guide catheter (sgc) but was seen in the left atrium. During retraction of the sgc into the right atrium, the sgc lost position and the clip got stuck crossing the septum from the left atrium into the right atrium. After troubleshooting, the cds was retracted into the sgc and both devices crossed into the right atrium. This second clip was implanted close to the previous slda clip, reducing the tr to grade 3. The case was completed with good results. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the reported patient effect of atrial perforation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slippage of the steerable guide catheter (sgc) appears to be due to user technique/procedural circumstances as the guide lost position during the retraction of the sgc into the right atrium. Additionally, the reported atrial perforation appears to be due to procedural circumstances as well, as the clip got stuck on the septum during the device slippage. There is no indication of a product quality issue with respect to manufacture, design or labeling.